Event description:
I am a type 1 diabetic who depends on a dexcom g7 for every day use. This product has been incredibly unreliable and provides false data. I use the 15 day dexcom and out of 5 of them so far, the most days it has lasted were 7 days. It's constant false lows which could then lead to sensor failure even after calibration. I used to use the 10 day dexcom and would only get 7 days out of it before sensor failure as well. This could be extremely dangerous and detrimental to someone's quality of life. For example, I rarely have a good nights sleep because the dexcom sends me "false" lows at night, which causes me to wake up and check. Not only that but I rely on this machine to help with my eating patterns. I can send in the unit itself, as it had failed this morning. I also have screens shots of the failure notification and a screenshot showing it had 9 days left of use. Pt code: 4582. Device codes: 1535, 2890. Ref reports: mw5185708, mw5185709, mw5185710, mw5185711.